Event description:
It was reported during a journal study that a patient status post right hip hemiarthroplasty and nonunion after fixation of a periprosthetic fracture was revised to a proximal femoral replacement endoprosthesis with a cemented 90mm stem. Radiographs taken at each follow up demonstrate aseptic loosening at the distal femoral stem. No additional intervention was reported. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: wier j, liu kc, piple as, christ ab, longjohn db, oakes da, heckmann nd. Factors associated with failure following proximal femoral replacement for salvage hip surgery for nononcologic indications. J arthroplasty. 2023 may 19:s0883-5403(23)00545-4. Doi: 10.1016/j.arth.2023.05.021. Epub ahead of print. Pmid: 37209911. Component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.